Event description:
The patient's mother reported that the audio bolus button was not responding on the keypad. The audio bolus button does not click or spring back. The reporter denies exposure to water.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.